Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): initially the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated and the time of rrt, when the device battery voltage was less than or equal to 2.62 volts, was (B)(4) 2012. The weekly battery voltage trend data shows min bat equal to 2.64 to 2.62 volts between (B)(4) 2012 and there was 1 patient alert for low battery voltage on (B)(4) 2012 02:15:03. Subsequently, the device was returned and analyzed. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device electrogram (egm) feature was on for three months after implant and remained on until the device reached recommended replacement time (rrt). It was noted that the egm feature did "not turn off like it should" and there was possible early battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.